Event description:
It was reported that the device would not operate on battery power. There was no pt involved with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The root cause was determined to be due to a failure of the main pcb assembly. After replacing the main pcb assembly, proper operation was confirmed and the device was returned to the customer for use.